Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux 180nre dialyzer and the adverse event of blood loss. It is well established that hd patients may experience blood loss as a result of dialyzer use as a stated precaution in the optiflux dialyzer instructions for use. The cause of this patient¿s blood loss can be attributed to the leak from the dialyzer; however, the source of the dialyzer leak remains unknown. Concerning the patient¿s blood loss amount, in consideration of their reported dry weight, a blood loss of 200 ml would not typically produce deleterious effect as most blood donations require 500 ml. In the absence of hospital documentation, the extent of injury or required medical intervention remains unknown. Requests for hospital documentation have not been fulfilled by the outpatient clinic. Based on the clinical manager¿s account of the events at the point of care, the patient did not immediately experience a serious injury or require medical intervention; however, in the absence of an account of the hospital course, the nature and extent of any injuries incurred by the patient remain unknown. Therefore, the optiflux 180nre dialyzer cannot be excluded as a potential source or contributor to this patient¿s adverse event.

Event description:
A law firm representing a fresenius dialysis patient reported to fresenius, via letter, that a patient was harmed on (B)(6) 2024. The letter alleges that during the course of the patient¿s dialysis treatment, the dialysis machine alarmed due to an unspecified malfunction. The letter states that fresenius employees attempted to make the alarm stop, however they did not properly correct the dialysis machine issue. As a result of the malfunction, the patient had to be rushed via ambulance to a hospital where they received emergency medical care. The patient remained hospitalized for three days. Upon follow-up with the user facility, it was explained that the patient experienced blood loss during a hemodialysis (hd) treatment while utilizing an optiflux 180nre dialyzer. Additionally, it was reported that ¿the silicone seal on the dialyzer may have been compromised¿. Further follow-up with the facility¿s clinical manager (cm) revealed additional details. The cm stated the patient experienced blood loss of approximately 200 ml during an hd treatment due to a leak from the dialyzer. The dialyzer blood leak was noted less than two minutes into the patient¿s hd treatment. The blood leak was determined to be internal and located at the header cap of the dialyzer. Although it was initially reported that the machine alarmed, the cm clarified that it did not. The cm stated the machine did not alarm because the blood leak was caught so early on; the cm stated there was ¿not an opportunity¿ for it to alarm. Blood test strips were used that showed a positive blood leak. The patient was unable to continue with hd therapy on the day of the event. Per the received letter, following the event, the patient was transported to the emergency department where they were admitted for three days and received ¿emergency medical care¿. No further information concerning the patient¿s hospitalization was provided. Despite the initial allegation, the cm indicated the patient did not experience a serious injury or require medical intervention as a result of the blood leak. Additionally, the cm affirmed that no defect or damage was seen on the dialyzer. The sample was not available to be returned for manufacturer evaluation. Note: it was reported the patients weight was 129.5, however units (kgs or lbs) were not specified.

Event description:
A law firm representing a fresenius dialysis patient reported to fresenius, via letter, that a patient was harmed on (B)(6) 2024. The letter alleges that during the course of the patient¿s dialysis treatment, the dialysis machine alarmed due to an unspecified malfunction. The letter states that fresenius employees attempted to make the alarm stop, however they did not properly correct the dialysis machine issue. As a result of the malfunction, the patient had to be rushed via ambulance to a hospital where they received emergency medical care. The patient remained hospitalized for three days. Upon follow-up with the user facility, it was explained that the patient experienced blood loss during a hemodialysis (hd) treatment while utilizing an optiflux 180nre dialyzer. Additionally, it was reported that ¿the silicone seal on the dialyzer may have been compromised¿. Further follow-up with the facility¿s clinical manager (cm) revealed additional details. The cm stated the patient experienced blood loss of approximately 200 ml during an hd treatment due to a leak from the dialyzer. The dialyzer blood leak was noted less than two minutes into the patient¿s hd treatment. The blood leak was determined to be internal and located at the header cap of the dialyzer. Although it was initially reported that the machine alarmed, the cm clarified that it did not. The cm stated the machine did not alarm because the blood leak was caught so early on; the cm stated there was ¿not an opportunity¿ for it to alarm. Blood test strips were used that showed a positive blood leak. The patient was unable to continue with hd therapy on the day of the event. Per the received letter, following the event, the patient was transported to the emergency department where they were admitted for three days and received ¿emergency medical care¿. No further information concerning the patient¿s hospitalization was provided. Despite the initial allegation, the cm indicated the patient did not experience a serious injury or require medical intervention as a result of the blood leak. Additionally, the cm affirmed that no defect or damage was seen on the dialyzer. The sample was not available to be returned for manufacturer evaluation. Note: it was reported the patients weight was 129.5, however units (kgs or lbs) were not specified.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Twelve lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were one to multiple approved temporary deviation notices (dns) reported on each of the lots which were unrelated to the complaint event. Additionally, there were two lots with one to two non-conformances (ncs). There was no other indication of product non-acceptance or deviation in the manufacturing process related to the complaint event on the remaining lot numbers. This includes any nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.